Event description:
A bilateral (both eyes) frontalis sling was performed on an infant with congenital ptosis using visitec product 5192 (lot 021098), frontalis suspension set. On post-operative day one, the infant had an excellent post-operative appearance. However, on post-operative day three, the mother noted that the left eye lid had dramatically changed positions. When examined, it was concluded that the ptosis sling had broken and the baby had complete ptosis (droopy eye lid) again. The sling was removed and a second frontalis suspension set was placed on the left side using a device from the same lot 021098. After 2 weeks post-operative, the child was doing well. The surgeon reported that she has previously never had a single difficulty with product.